Manufacturer narrative:
Evaluation summary: the protégé rx was returned inside a clear biohazard pouch. No ancillary devices or digital media/physician documentation (cd, flash drive, procedure notes ¿ hard copies) were included. The protégé was inspected. The tuohy-borst valve was loosened completely. Tuohy-borst was unscrewed completely detaching from the manifold. At the distal edge of the hypotube, the blue catheter shaft showed concurrent curves/bending. The distal end of the catheter showed the distal end of the stent exposed. A stent strut was observed hanging over the distal rim of the catheter shaft. Dried blood was observed within the catheter shaft at the proximal edge of the retainer. A 0.014¿ guidewire from the lab could not be front of back loaded due to encountered resistance. The protégé rx was loaded the deployment apparatus from within the lab. 3.06 lbs of force was applied to the deployment grip, but the stent showed no signs of deployment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a protégé rx to treat a moderately calcified fibrous/plaque lesion in the mid common carotid artery. Little tortuosity was reported. No abnormalities in relation to patient anatomy. A 5mm spider was used in the procedure. There was no damage to the device packaging and no issues when removing the device from its packaging. The device was prepped per IFU with no issues. The thumbscrew/lock pin was checked for securement prior to procedure. There was no resistance encountered during delivery to the lesion. The device did not pass through a previously deployed stent. After the device was delivered to the lesion and positioned the lock pin was removed and it was reported that the physician was unable to deploy the stent. The procedure was completed using a wallstent. No patient injury was reported.